Event description:
It was reported that during the implant procedure, unable to obtain sensing, impedance and capture thresholds measurements. The lead was replaced. No adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomaly was found.